Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) in the reported complaint was not investigated at the customer site by zoll service personnel and was not returned to a zoll service center for evaluation. A zoll clinical/sales territory manager went to the customer site and performed a functional test. The thermogard system passed the test using an air trap simulator filled with liquid, and the reported complaint was not replicated. The clinical/sales territory manager downloaded the event logs from the console and sent them to the zoll service manager for analysis. The system's event log showed multiple "alert_saline_empty" (2.5) and "alarm_air_trap_warning" (1.5) that occurred around the reported event date. The "alert_saline_empty" alert occurs by design if the air-trap saline level drops too low while the system is in standby mode, and the "alarm_air_trap_warning" happens if the air-trap saline level falls below acceptable levels during run mode. These alerts typically suggest a leak in the start-up kit (suk). Based on the event log review, the zoll service manager concluded that the root cause of the reported air trap fault was most likely due to the customer not using a completely filled air trap, attributed to user error. Also, another possibility could be that the air trap sensors were temporarily blocked due to a possible overflow of saline into the console's air trap holder. Therefore, potential user mishandling cannot be ruled out. There was no recent complaint reported for a leaking start-up kit (suk) from this customer, and the suk that was used during this treatment has been discarded. Since the console passed the on-site functional test, no additional service was required to be performed by zoll.

Event description:
During setup for patient treatment, the thermogard xp ivtm system (sn (B)(4)) did not recognize the air trap chamber and displayed an air trap fault. The customer attempted to clear the fault by cleaning the air trap sensors, but the issue persisted. Since the customer has only one thermogard console at their site, they continued the treatment using ice packs. No consequences or impacts on the patient.